Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient tested positive for infection and the stimulator was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient trial patient with a wireless external neurostimulator (wens). Information was reported that the patient has new and different pain going from their initial incision all the way across their back. The patient said the pain was getting worse and it was getting so bad. The patient said she has called her healthcare provider (hcp) but she has not gotten a call back. The patient was offered assistance to turn their stimulation off to see if that would resolve the symptoms. The patient was able to turn their stimulation off but reported her pain did not subside at all. The patient will continue to try to reach out to their hcp. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the cause of the patient's new and worsening pain was due to a possible infection. The patient is scheduled for a MRI on (B)(6) 2018 to determine further. The patient was given antibiotics, oral steroids, and the patient will get an updated MRI. The issue has not been resolved yet. No further information was reported.